Event description:
It was reported that the customer experienced a blood glucose (bg) level over 700 mg/dl; cause of elevated bg was unknown. The customer went to the emergency room for their elevated bg and "kidney issues" and was subsequently admitted to the intensive care unit where they received intravenous saline and insulin to address the issue. The customer was released the following day with the issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.